Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A final report will be submitted when the investigation is completed.

Event description:
Customer called reporting that she collapsed and hurt her leg due to very low glucose level. The customer was transported to the hospital where based on the reading that was obtained on an unknown brand of meter, she was diagnosed with severe hypoglycemia, received an IV flash, and her medication regiment has been changed.